Event description:
It was reported that during implant, the superior vena cava (svc) coil became unraveled within the lead. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and was analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the superior vena cava (svc) coil became unraveled within the lead. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.